Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised to swap the cv-190 between the working tower and the problematic tower. The customer was not in front of the unit to troubleshoot, and was advised by tac to call back with the end result. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed - despite attempts to obtain additional information, no response was received pertaining to this event. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.